Event description:
Customer was not testing on blood glucose device. They were having low blood symptoms and their family member called paramedics. They advised customer to start testing. The next day the customer tested blood glucose at 12:30am and went to bed. At 5:15am family member called paramedics. Family member tested customer and received a result of 309mg/dl, when paramedics arrived they received a result of 71mg/dl. The customer was given glucose gel and taken to the hosp. At the hosp they received a result of 20mg/dl. The customer was using expired glucose strips, the device was coded incorrectly and no controls were in use. A request was made for the return of the suspect device and replacement product was sent.